Event description:
One pt sample with discrepant results. The following examples were provided: total protein initial result 0.8 g/dl, alkaline phosphatase result 209 u/l. Same sample repeated recovered 7.1 g/dl for total protein and 4 u/l for alkaline phosphotase. The same sample was repeated on a different instrument using the same method, and gave results of 7.5 g/dl for total protein and 207 u/l for alkaline phosphotase. Erroneous results were not reported. If add'l info is received, appropriate notification will be provided.